Event description:
It was reported that: manta was prepped in normal manner. Pulled back to deployment depth, flipped the lever back to the click. Anchor didnt deploy and pull device out. Replaced with another 14fr manta and close the arteriotomy just fine. Additional information: during an evar procedure, there was resistance inserting the bypass tube through the valve , the valve didn't tear.

Manufacturer narrative:
(B)(4) one 14f manta closure, and one 14f manta sheath were returned for investigation and were received on 11-mar-2022. The components were decontaminated then visually inspected. During inspection the engineer noted blood particulates present on all components. The 14f manta closure was locked into the 14f manata sheath. Components (toggle, collagen, and radiopaque lock) were not released even though the lever was fully engaged. Based on the information submitted, following a evar procedure, a 14f manta was planned for closure. While inserting the bypass tube through the hemostatic valve of the manta sheath, the physician encountered resistance while attempting to advance the bypass tube into the sheath hub. No kinking or visual deformations occurred to the sheath while attempting to advance the bypass tube. When the physician pulled back to the measured depth and actuated the lever back until the click was heard, the anchor did not release, and the device pulled out. The physician removed the entire 14f manta device and sheath, and a new 14f manta device and sheath were placed, deployed successfully, and achieved hemostasis. Due to insufficient information submitted for investigative purposes regarding patient conditions and environment, initial and deployment procedures, the root cause of the complete pull out cannot be determined. The IFU indicates in step 3 of inserting the device: note: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device.